Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer reported that the sys would not boot up. No pt injury was reported.